Event description:
Customer reported an rh discrepancy when testing a patient sample with anti-d (monoclonal blend) series 4 and anti-d (monoclonal blend) series 5 on the echo. Initial testing resulted 4+ positive with both anti-d reagents. A new sample from the same patient resulted as rh negative with anti-d series 4 and with anti-d series 5. No transfusion reactions were reported as a result of the negative reactions.

Manufacturer narrative:
Review of instrument results: sample 1 (taken prior to the transfusion on one o negative unit). Review of the reactions shows a 4+ positive reaction with anti-d series 4 and a 4+ positive reaction with anti-d series 5. Both reactions appear as strong 4+ positive reactions. Sample 2 (taken after transfusion). Review of the reactions shows a negative reaction with anti-d series 4 and a negative reaction with anti-d series 5. Both reactions appear completely negative. Customer had tested the sample on the echo with different vials of the same lots of anti-d series 4 and anti-d series 5. The reactions varied from equivocal to negative on sample 2. Customer had tested the sample in tube with the same lots of anti-d series 4 and anti-d series 5, the reactions were 4+ positive. The event appears to be related to the nature of the sample.